Event description:
A discordant, falsely elevated glucose result was obtained on a patient sample tested on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument and resulted lower. The corrected result was reported to the physician(s). After service, the customer repeated patient samples had been tested for glucose and the results were approximately half of the initial result values. Data was not provided for these samples. There are no known reports of patient intervention or adverse health consequences due to the discordant glucose results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that they were also having issues with quality controls running high for multiple methods. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered a problem with the sample drain water fitting. The cse repaired the sample drain water fitting, after which the instrument was operational and there were no further issues with any methods. The cause of the discordant glucose results was related to a malfunction of the sample drain water fitting. The instrument is performing according to specifications. No further evaluation of this device is required.